Event description:
It was reported that the patient felt no stimulation sensation. The patient stated that he had gone to bed and the device shut off. The patient stated that he tried to turn it back on, but did not know how. The patient reported that stimulation was intermittent and changed with movement. The patient was able to synch the patient programmer with the implantable neurostimulator (ins) and it was found that stimulation was turned off. The patient reportedly had difficulty with communication due to the bandages over the incision site. The patient was able to turn stimulation back on and could ¿slightly¿ feel stimulation. The patient stated that he did not feel stimulation sensation when he sat down. The patient reportedly had difficulty reading the patient programmer screen due to his poor eyesight. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # va09lqt, implanted: (B)(6) 2013, product type lead. (B)(4).